Manufacturer narrative:
In the case description, the user mentioned that the charging port melted and the touch screen was not working. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port found the plastic around the port to be warped and damages were noted inside the port consistent with thermal exposure. Inspection of the charging port found no debris that would contribute to shorts that would result in thermal runaway. The controller was unable to turn on and was unable to be plugged in to charge due to the damage to the charging port. No log files were found to be available for the controller in the insulet cloud system. The touchscreen was unable to be tested and the battery temperature at the time of the event was unable to reviewed. The internal back cover was removed to inspect the internal components. No damages, debris, or evidence of fluid ingress were observed that would contribute to thermal runaway at the charging port. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported thermal event and touchscreen issue could not be determined

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.5. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's omnipod 5 personal diabetes manager melted at the charging port. Additionally, the touchscreen was reported to not be working. The patient confirmed using an insulet supplied charging cord. The device has been replaced.